Event description:
Md fired the band. It captured a large varix and then slid off. All further bands also captured and then slid off the varices. When withdrawing the device, the distal tip detached in the patient's esophagus. Forceps were used to retrieve the tip and the tip broke - part of which went into the p'ts stomach. The md left this piece to pass. The pt was sent to another hosp with gastric bleeding. It is unknown if the md used sclerotherpy.